Manufacturer narrative:
The customer¿s report that the secondary back flowed into primary bag was confirmed. No anomalies were observed on the set during visual inspection. Testing of the returned part indicated a failed result; disassembly of the check valve identified that the check valve disc was off-center within the housing. The root cause of the check valve disc being off center was not identified, but is believed to be a supplier-related issue.

Manufacturer narrative:
Concomitant products: 250ml b.braun bag ndc 0264-7800-20, lot j6b187, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. Additional information received from customer medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received from the FDA a copy of the customer's sus voluntary event report (foi for manufacturers) which states "rn noted that iron sucrose (colored ivpb) running on a secondary pump backed up past the backcheck valve on the primary tubing set. This incident occurred 4 times during the course of the day with different tubing and on different pts. The tubing was requested and an investigation proceeded."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary medication back flowed into the primary bag. Although the customer states this has happened "multiple times within past 2 weeks", no specific event detail provided. There was no report of patient harm.